Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-58157 for insulin pump.

Event description:
It was reported that the customer had an insulin reaction and experienced low blood glucose of 48 mg/dl; treated with juice. It was stated that the sensor was reading 68 mg/dl but the insulin pump did not go into threshold suspend. Troubleshoot not performed as the insulin pump was not available. Customer's spouse was instructed on how to check the settings and update if necessary. Nothing further reported.